Event description:
The ICD was explanted when it seemed to be detecting 60hz noise. 55 aborted fibs within a 5-day span were also observed. The pt did not remember being around anything that would cause interferance.